Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test, basic occlusion test, and motor test. The device was unable to prime during prime test due to faulty force sensor resistor. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. The insulin pump had not been exposed to a strong magnetic field or MRI. No blood glucose reading was given. Nothing further was reported.